Event description:
Pneumothorax was confirmed the day after implantation procedure. It appeared on the CT images that the atrial lead tip was exposed outside the myocardium, suggesting a high possibility that the screw had reached the lung. The atrial lead was explanted; a blind plug was inserted into the ra port.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.